Event description:
Perfusionist noticed shortly after initiating pt on oxygenator, blood was leaking out of the co2 port at bottom of the oxygenator. Device was changed out. Approx 15cc blood loss during the hour unit was used. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records. The product has been investigated in the laboratory of the manufacturer and leakage at the gas outlet was confirmed. Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Under optical microscopic evaluation, delamination of some gas fibers was overused. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification, the potential risk and the recommended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process (CAPA (B)(4)) has identified the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, they will not properly fix in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. (B)(4).